Event description:
A negative advia centaur hcv result was reported on a patient sample. The physician questioned the result due to the patient's history and a sample from an alternate sample tube was tested and the hcv results were reactive. The original sample was retested and its hcv results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hcv assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false negative ahcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.